Manufacturer narrative:
.

Event description:
It was reported while driving a powered wheelchair, the user was hit. The user went to the emergency room and was discharged with bruises. The extent of the bruises is unknown. Should additional relevant information become available, a supplemental report will be submitted.